Event description:
10% formalin was delivered to the procedural area and reprocessing locations instead of 70% isopropyl alcohol. Both containers (10% formalin and 70% isopropyl alcohol) have similar appearance. The 10% formalin was inadvertently used when adding fluid to the 70% isopropyl alcohol container, resulting in endoscopes being reprocessed with the incorrect fluid. We recommend changing the jugs to make them more distinguishable.